Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
The pod was received with cannula partially deployed and formed needle protruding through the exposed soft cannula. Slide insert was not visible through the top housing viewing window and linkage assembly was found partially deployed. Pod download data revealed that it completed first and second priming, and the firing flat was found in vertical position. After opening the outer housing of the pod, the linkage assembly remained in the partially extended position. Mechanism rails were found damaged. Upon close inspection, slide insert and slide retract were also found damaged. No external damage was observed on the outer housing of the received device. Needle mechanism assembly was reset during investigation and no issues were found with the linkage assembly to deploy and retract. These findings indicated that the damaged mechanism rails contributed to the reported needle mechanism failure to deploy needle.